Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer reported issue was duplicated. Visual inspection showed the syringe port was cracked, the screen had scratches, and the syringe port window was cracked. The manufacturer representative identified an error code 112, and an intermittent motor was the most probable cause. Service history review identified that the device was last serviced on (B)(6) 2018, and for an issue related to physical damage. No issues were found in the event history log. The manufacturer representative replaced the motor, and the issue was resolved. The pump passed all functional tests after replacements and performed as intended.